Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. As received, a complete lead was returned in one piece. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. No other anomalies were identified.

Event description:
It was reported that the atrial lead was found dislodged due to twiddler's syndrome. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.